Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a quantum maverick monorail balloon ruptured. The lesion being treated was located in the severely tortuous, calcified and 90% stenotic left circumflex artery. The physician advanced the 3.25x20mm quantum maverick balloon to the lesion and inflated to 20atms where the balloon ruptured. The device was removed from the patient intact. The procedure was successfully completed with a different balloon and the deployment of a taxus stent. Patient status is listed as "good".